Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 796908) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, hypertension since 2010 and depression since 2012. On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2012, the patient experienced alopecia ("hair loss"), urinary tract infection bacterial ("infection (bladder/ urinary tract/vaginal) type: urinary tract and bacteria infections"), dysmenorrhoea ("dysmenorrhea (cramping),") and vaginal discharge ("vaginal discharge"). In 2013, the patient experienced pelvic pain ("pain"). In 2016, the patient experienced weight increased ("weight gain / loss (specify which one) weight gain"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bacterial vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: urinary tract and vaginal bacteria infections"), back pain ("back pain") and menstrual disorder ("abnormal period"). The patient was treated with surgery (will have surgery to remove the essure implant in (B)(6)-2018). At the time of the report, the perforation, bacterial vulvovaginitis, weight increased, pelvic pain, back pain, alopecia, urinary tract infection bacterial, dysmenorrhoea, vaginal discharge and menstrual disorder outcome was unknown and the genital haemorrhage, vaginal haemorrhage and menorrhagia had not resolved. The reporter considered alopecia, back pain, bacterial vulvovaginitis, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, perforation, urinary tract infection bacterial, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.3 kg/sqm. Hysterosalpingogram - on (B)(6)2011: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Events added from pfs- abnormal period. Concomitant disease were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 796908) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), bacterial vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: urinary tract and vaginal bacteria infections"), weight increased ("weight gain"), pelvic pain ("pain"), back pain ("back pain"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), alopecia ("hair loss"), urinary tract infection bacterial ("infection (bladder/ urinary tract/vaginal) type: urinary tract and bacteria infections"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal discharge ("vaginal discharge") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (will have surgery to remove the essure implant in (B)(6) 2018). Essure treatment was not changed. At the time of the report, the perforation, bacterial vulvovaginitis, weight increased, pelvic pain, back pain, alopecia, urinary tract infection bacterial, dysmenorrhoea and vaginal discharge outcome was unknown and the genital haemorrhage, vaginal haemorrhage and menorrhagia had not resolved. The reporter considered alopecia, back pain, bacterial vulvovaginitis, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, perforation, urinary tract infection bacterial, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.3 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 796908) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), bacterial vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: urinary tract and vaginal bacteria infections"), weight increased ("weight gain"), pelvic pain ("pain"), back pain ("back pain"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), alopecia ("hair loss"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract and bacteria infections"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal discharge ("vaginal discharge") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (will have surgery to remove the essure implant in (B)(6) 2018). Essure treatment was not changed. At the time of the report, the perforation, bacterial vulvovaginitis, weight increased, pelvic pain, back pain, alopecia, urinary tract infection, dysmenorrhoea and vaginal discharge outcome was unknown and the genital haemorrhage, vaginal haemorrhage and menorrhagia had not resolved. The reporter considered alopecia, back pain, bacterial vulvovaginitis, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, perforation, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.3 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs+mr received: new events: genital haemorrhage, vaginal haemorrhage, menorrhagia urinary tract infection, dysmenorrhoea, vaginal discharge, alopecia, back pain were added and previously reported event preferred term infection updated to bacterial infection. Reporter, patient demographic information, product lot number, lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), infection ("infections"), weight increased ("weight gain") and pelvic pain ("pain"). The patient was treated with surgery (will have surgery to remove the essure implant in (B)(6) 2018). Essure treatment was not changed. At the time of the report, the perforation, infection, weight increased and pelvic pain outcome was unknown. The reporter considered infection, pelvic pain, perforation and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.